Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer was instructed over the phone by carefusion tech-support that the reported issue would most likely require replacing of the main printed circuit board (pcb) in order to resolve the issue. At this time, it is unknown if the reported malfunction was resolved by the customer performing the repair.

Event description:
The customer reported that the suspect vela ventilator displayed motor fault alarm. There was no patient involvement associated with the reported event.